Manufacturer narrative:
Engineering evaluation of the fractured driver, along with the torque handle, concluded that the root cause of the tip fracture is attributed to the torque handle being out of specification and failing to snap at the appropriate in/lbs of torque. Review of manufacturing history found a total of (B)(4) units of this lot were released for distribution on february 25, 2013 with no deviation or anomalies. A two-year complaint history review found one previous report of tip fracture for this lot which was attributed to misuse. A trend for reports of this nature on this part number was not identified.

Event description:
It was reported that during a procedure performed on (B)(6) 2013 upon final torque of the reform locking cap screws the lock-screw torque driver (39-rd-0060) tip broke off in the lock screw. The surgeon was able to retrieve the broken tip and complete the procedure. There was fifteen (15) minute delay to the procedure as a result of the reported issue.